Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing internal leakage test has been confirmed during evaluation of the provided problem description. Our fse (field service engineer) was onsite to investigate the reported issue further and found out that the pressure transducer circuit board was faulty and it was replaced. After replacing the board the unit began to work. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined, however one cause can be that the device was not adequate maintained or mounted.

Event description:
Manufacturer's ref. #: (B)(4).